Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient was laying on their bed and felt like they were being "shocked" at the ins site. The patient stated they'd called their health care professional (hcp) and the hcp said to decrease the stimulation. The patient said when they moved their leg in a certain way was when they felt the shocking sensation; that they'd gotten up and laid back down and when they moved their leg in a certain way they felt the shock, noting they'd yelped when they felt it. Patient services reviewed positional changes could affect the stimulation sensation and they also reviewed the option to try a different program and follow up with the hcp to have the device checked. The patient was redirected to their healthcare provider to further address the issue.